Event description:
It was reported that mobile app interruption due to os upgrade on smart device occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).